Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported downstream occlusion was reproduced. A review of the event history log identified downstream occlusion failure. The cause was determined the force sensor readings were out of specification. The force sensor requires re-calibration. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion failure. There was no patient involvement. No additional information is available.